Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges death. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report is being sent to correct the previously filed report. The manufacturer received information that a device was being returned since a patient has passed away. There is no allegation against the device at this time. The device was returned for evaluation. During servicing of the device no device problem has been detected. The device is not a part of recall. Section g2, g4 and h6 have been updated/corrected in this follow-up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges death. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.